Event description:
It was reported that the during a routine device change out procedure for an asymptomatic patient, fluoroscopy revealed that the atrial lead was dislodged. The lead exhibited loss of capture and low sensing. The lead was capped and replaced.